Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. The customer had treated with a bolus for dinner before going to bed, but the blood glucose reading was still high. The caller declined troubleshooting and changed the set. The insulin pump was not replaced or returned.